Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11; results of investigation: vyaire medical was able to verify the issue. The suspect device was not returned for investigation. However, log file analysis tool was utilized. This is a user error due to the combination of a type a non-invasive circuit and the speaking valve is out of the IFU (instructions for use) and off-label use. The incident is non-reportable due to user error in combination with lack of a serious deterioration in the state of health of the patient. No failure detected. Unit functioned as designed.

Event description:
The customer reported to vyaire medical problem with that the bellavista 1000 ventilator. Unknown to staff, the patient got disconnected from the device. Saturation dropped to 79. There was no visual or audible disconnection alarm, just low minute volume. Vt (tidal volume) and vm (minute ventilation) are visible on the screen. End user changed the bellavista with a backup device. Unknown harm.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. However, log files were provided, and initial analysis indicate low vt (tidal volume) and disconnect alarms. Vyaire medical requested for the date/time of the incident, what was the circuit setting, and what kind of interface was in use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.